Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a weak water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to clogging of the nozzle, the water supply volume did not meet the standard value. A foreign object was found within the nozzle. Additionally, the adhesive on the bending section cover had a crack. The adhesive on bending section cover had a white-clouded area. Due to clogging of the nozzle, the air supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. As a result of confirmation of the inspection result report conducted at service repair center (sbc) the event ¿foreign material came out of the nozzle¿ was confirmed. Therefore, the device did not meet the specifications nor the features. Follow up with the facility confirmed that the reprocessing was conducted in accordance with IFU.review of device history record (DHR) of the subject device confirmed that the device was shipped in accordance with specifications.we could not conclusively specify the root cause of the foreign material remained in the device.however, the event can be detected and prevented in accordance with the following instruction for use (IFU) .the instruction manual evis lucera gif/cf/pcf type 260 series describes how to detect for the suggested event in chapter 3 preparation and inspection.the instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures.olympus will continue to monitor complaints for this device.supplemental report(s) will be submitted should any relevant new information is available and or received.